Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that following insertion patient experienced vaginal pain, discomfort, chronic cystitis and urinary tract infection.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and ams monarc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was also reported that patient underwent mesh trimming on (B)(6) 2011 due to severe pain. It was further reported that patient underwent partial mesh removal on (B)(6) 2013 due to severe pain. No additional information was provided.